Manufacturer narrative:
The t:slim x2 pump user guide indicates is indicated for use with novolog or humalog u-100 insulin.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose for the past occlusion was not over 240 mg/dl and was currently 212 mg/dl. A system check was performed using the current supplies on the pump and the occlusion appeared to be within the infusion set tubing. The customer changed the tubing and insulin delivery was resumed. Reportedly, the customer had been using apidra insulin in the cartridge.